Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6), 2020, explanted: (B)(6) 2020, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: screening device. Product ID: 977d260, serial/lot #: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was trialing with a neurostimulator for spinal cord stimulation. It was reported that at the lead pull the patient had tenderness at the lead entry site and the nursed noted puss from the site when lead was pulled so they were treating for infection. During the trial the patient's sterile bandages came loose exposing the area, at mid trial the area was re-dressed. Patient prescribed keflex for 7 days. Issue not resolved at this time. Additional information was received from the rep. It was reported that the patient started antibiotics on thursday and were doing better but then on saturday the patient was taken to the hospital due to increased pain in back, the wife stated he had an abscess in his back and was now admitted and taken into surgery were they removed part of his lamina and he was now in ICU.

Manufacturer narrative:
Continuation of d11: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2020 product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2020 product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the infection was determined to be c-diff but wasn¿t sure how it was caused.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2020 product type screening device product ID 977d260 serial# (B)(6) implanted: (B)(6)2020 explanted: (B)(6)2020 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.